Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Error of predicted refractive power is indicated as a potential adverse event related to the iol, as stated under the warnings section of the product's instructions for use (IFU). 250: pkg-23-021 00 en3.ms3.150151250251.20220501(t)_15000f,15100f,25000f,25100f. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in myanmar. The complaint is about the power inside the iol and the power on the label are not the same. After surgery the distance power result is 5.00 problem code: a0601 - misfocusing.

Event description:
Event occurred in myanmar. The complaint is about the power inside the iol and the power on the label are not the same after surgery the distance power result is 5.00 problem code: a0601 - misfocusing.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the (B)(6). The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1; h2 - type of follow-up - noted for additional information; h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: 251). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.